Event description:
It has been reported to philips that system did not turn on. The device was in clinical use at the time of the reported event. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the system was not in clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not turn on. Upon functional testing, the fse identified that generator testing had crashed the software, and the software was not turning on. To resolve the issue the fse reloaded the system software and installed backups. After the software reload, the system was returned to use in good working order. The codes were updated based on the investigation outcome.